Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The customer indicated that the issue persisted for 2-3 days on different floors and then the frequency and duration of the signal loss decreased. They indicated that the signal loss has decreased to being sporadic occurences of 1 or 2 rooms on the 4th floor. They also indicated that the antenna lights for the 4th floor are not lit while the antenna lights for the other floors are. They could not do any other troubleshooting at the time, so we requested that they call us back once they are able to . We called the customer biomed again and was told that the frequency and duration of the issue decreased, and that the have not had any reports for further complaints about the issue to the best of their knowledge. Awaiting addition information that was requested from the customer.